Manufacturer narrative:
Concomitant device: indigo attachment 1845020 , s/n: (B)(4) , lot no: 207410087, manufacturing date 2013-09-11. 510k: k081475. The products have been returned. Analysis of the devices is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device gets hot really quickly during use (in a few seconds) and regarding the attachment that they were not sure whether it's because drill gets hot, or because there's something wrong with the bearings. There was no user/patient impact or injury.

Manufacturer narrative:
Analysis of the devices has been completed. Drill 1845000 indigo high speed serial number (B)(4): complaint has not been confirmed. Temperature test at one minute: t1 ¿ 79; t2 ¿ 80. The device has been successfully tested. Concomitant: indigo attachment angled 1845020 , s/n: (B)(4) , lot no: 207410087: customer complaint cannot be confirmed, temperature after 5 minutes: 103 f. This is within our specifications. The 1845020 device has been successfully tested. If information is provided in the future, a supplemental report will be issued.